Manufacturer narrative:
H6. Investigation results - all device finished product release documents were reviewed, the products met specifications for sterilization and distribution. The cause of the subsequent infection and revision cannot be conclusively determined; however, it is most likely associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or any combination of these possibilities. Infection is noted in the IFU as a known implant risk. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitants: 2429019, 200-02-32 - three peg patella 32mm, 2559397, 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t, 2382142, 230-02-02 - optetrak asy,cr cemented femoral, sz 2, pending investigation.

Event description:
It was reported from the legal department that on (B)(6) 2017, a patient underwent an irrigation and drainage with polyethylene liner exchange of the left exactech knee device secondary to acute periprosthetic joint infection approximately 34 days after implant. A new exactech optetrak logic tibial insert was implanted. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of infection or due to inclusion of the polyethylene in the packaging recall. Considering the short implantation time, it is unlikely that the device was worn at the time of revision. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.